Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 500 mg/dl and current blood glucose value was 219 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated by sliding scale of insulin. The customer was wearing the insulin pump during the hospitalization. The drive support cap was normal. Customer was assisted in performing self test which passed. The insulin pump will not be returned for analysis.